Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving morphine at unknown dose and concentration via intrathecal drug delivery pump. The indication for use was noted as malignant pain. It was reported that the patient went into cardiac arrest and was unresponsive. The patient was also on a narcan drip. They had increased the patient's dose earlier on (B)(6) 2018. The hcp wanted the pump stopped. There were no further complications reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a hcp. It was reported that the patient was last seen on (B)(6) 2018 for an adjustment, 8 days prior. It was confirmed that there was no pocket fill or leaking form the refill septum; all equipment, values and sites were within acceptable ranges or as expected to be found on. The managing hcp was unaware of the (B)(6) 2018 overdose until (B)(6) 2019 and they were unaware of the reason/cause. The patient was seen at the ER and was sent home. The adverse event had been resolved and the patient was at home resting. There were no further complications reported at this time.